Event description:
It was reported that when plugging in the console to the outlet, it sparked. The console was not in use and pending a service call to verify the console or the outlet. There was no patient involvement at the time the issue was presented.